Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 18th july 2024 getinge became aware of an issue with one of our surgical lights ¿ hanaulux 2003. As it was stated, the paint was damaged. The designated complaint unit employee confirmed based on photographic evidence that the paint was peeling from fork, spring arm and suspension arm. Additionally, the label was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event and problem: on 18th july 2024 getinge became aware of an issue with one of our surgical lights ¿ hanaulux 2003. As it was stated, the paint was damaged. The designated complaint unit employee confirmed based on photographic evidence that the paint was peeling from fork, spring arm and suspension arm and dust cover was missing. Additionally, the label was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: customer inspected the device. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of our surgical lights ¿ hanaulux 2003. As it was stated, the paint was damaged. The designated complaint unit employee confirmed based on photographic evidence that the paint was peeling from fork, spring arm and suspension arm and dust cover was missing. Additionally, the label was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. The possible root causes of cover detachment are: non-conformity of the metal covers assembly. Degradation of the metal covers. Improper use (collision with another device). Maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. In the scope of our continuous improvement policy, maquet sas initiated a modification file (B)(4) to include this dust cover fitting procedure in the technical documentations with all spring arms. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. Label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 18th july 2024 getinge became aware of an issue with one of our surgical lights ¿ hanaulux 2003. As it was stated, the paint was damaged. The designated complaint unit employee confirmed based on photographic evidence that the paint was peeling from fork, spring arm and suspension arm and dust cover was missing. Additionally, the label was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : customer inspected the device.

Event description:
On 18th july 2024 getinge became aware of an issue with one of our surgical lights ¿ hanaulux 2003. As it was stated, the paint was damaged. The designated complaint unit employee confirmed based on photographic evidence that the paint was peeling from fork, spring arm and suspension arm. Additionally, the label was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.